Event description:
The customer reported that when the surgeon went to cut sealed tissue, and structure began to bleed and the tissue appeared to be unsealed. Sutures were used to seal the vessels. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. However, the generator used in the procedure was tested and found to function normally and within specifications. The reported condition of the device not sealing could not be duplicated or verified by information stored in the unit's memory. Tissue testing was performed using a non-incident (B)(4) device and the generator was found to seal properly.